Event description:
It was reported that the motor device was leaking oil. Reportedly, there was oil all over the hose. It was unknown to the reporter if the device was used in surgery. It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available. It was unknown if injuries or medical intervention were reported. The event date is unknown. Multiple attempts to request additional information were made. No further attempts to request additional information will be made; however, if additional information is obtained, the complaint file will be updated accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. The device was tested and was found to have a tear in hose at the muffler end. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to mis-handling. If additional information should become available, a supplemental medwatch report will be sent accordingly.